Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 524mg/dl. The customer treated her glucose level with a manual injection. Troubleshooting was performed. The daily totals were matching to the bolus and basals. Ran a fixed prime test and the insulin exited. The customer stated that her glucose was rising, but she was not connected to the insulin pump. No further info was provided.